Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants at the patient's request.

Event description:
The patient has had previous bilateral hip replacement and a multi-level lumbar fusion. In 2017, the patient had right side si joint arthrodesis where two implants were installed. The patient later reported to a different surgeon with complaints of no pain relief and requesting the implants be removed. The surgeon indicated that there was no medical reason to remove the implants but would remove them at the patient's request. In (B)(6)2019, the surgeon performed a revision surgery where he removed both implants using chisels as they were solidly fixed in bone. The status of the patient following the revision procedure is not known.